Manufacturer narrative:
The insulin pump was received with broken battery tube threads, broken reservoir tube lip, broken belt clip slot at battery tube threads area, broken offend cap and missing display window. Unable to perform basic occlusion and occlusion tests due to end cap broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a cracks on battery and reservoir compartment. Customer stated that the sets will not stay inserted. The blood glucose at the time of the incident was 2.2 mmol/l. Troubleshooting was not performed. The device was returned for analysis.